Event description:
It was reported that the patient presented for assessment of the pacemaker system due to experiencing increased shortness of breath. Interrogation of the system revealed that the right ventricular (rv) lead was capturing intermittently, from 5 v and above. The patient was admitted to the hospital and underwent rv lead repositioning. The lead was originally placed in a deep septal position and when attempting to reposition it in the same area it was not possible to achieve a good threshold. The lead was exchanged, and a new rv lead was successfully implanted in a standard rv apical position. The lead is expected to be returned for analysis.

Event description:
It was reported that the patient presented for assessment of the pacemaker system due to experiencing increased shortness of breath. Interrogation of the system revealed that the right ventricular (rv) lead was capturing intermittently, from 5 v and above. The patient was admitted to the hospital and underwent rv lead repositioning. The lead was originally placed in a deep septal position and when attempting to reposition it in the same area it was not possible to achieve a good threshold. The lead was exchanged, and a new rv lead was successfully implanted in a standard rv apical position. The lead is expected to be returned for analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies outside of typical explant related damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.